Event description:
Updated after further investigation, provided by user facility: patient presented to ed with a right tri malleolar ankle fracture & large posterior fragment which occurred during an mva. Patient was stable and received medical clearance prior to proceeding with surgery. Posterior malleolus fracture was addressed first which was reduced and plated in an anti-glide technique with a synthes posterior plate. The fibula was then plated using a synthes fibular plate, alignment and length were maintained. Second incision over the medial malleolus was made where 2 2.5mm synthes cannulated screws were placed to fix the anterior colliculus fragment. After addressing the fractures, repair was confirmed on fluoroscopic imaging and all wounds were irrigated and had vancomycin powder placed in them. Patient was placed in a sugar tong splint and was transferred to pacu after surgery in stable condition. There were no surgical delays or changes from pre-op indication for surgery. Strategy and approach for surgery stayed the same throughout. All fracture sites were clearly indicated on preop imaging. Patient's post-op behavior was normal. Proper pain management and dvt prophylaxis was provided. Discharged from hospital 2 days post-op to rehab facility with clearance from ortho & hospitalist. All implants were used for on label indicated use of fracture repair. Per note in emr, patient found unresponsive in bed at rehab facility. Failed to resuscitate patient, cause of death deemed to be natural.

Manufacturer narrative:
The adverse event clinical surgeon ((B)(6)) stated that the cause of death is not related to the study device or surgical procedure.

Event description:
Retrospective clinical study: patient passed away unexpectedly in her home 11 days post operative. The adverse event form states this was not in relation to the study device or the surgical procedure, but the actual cause of death was not provided.